Event description:
A customer reported an error with their continuous glucose monitor, specifically mentioning cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted support and was guided through a pump reset, after which the error did not reappear, and they successfully started their sensor session.